Manufacturer narrative:
The field service engineer replaced the mix paddle, probes, and liquid level detection circuit board and cables. The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication of a reagent or instrument performance issue.

Manufacturer narrative:
The field service representative found the sample/reagent probe and mix paddle needed to be replaced. He ran performance testing and qc which passed.

Event description:
There was an allegation of questionable troponin t gen5 stat results for two patients from the cobas e411 rack analyzer. After the initial results were received, the customer looked at the patients' baseline results and decided to repeat the samples since these samples were the patients' 2 hour draws and resulted much higher. Patient 1 initial result was 12 ng/l and the repeat result was 6.82 ng/l. Patient 2 initial result was 13 ng/ml and the repeat result was <6.00 ng/l with a data flag. The questionable results were reported outside of the laboratory. The customer sent out amended results of 7 ng/l and <6 ng/l. The reagent lot number was 45954600 with an expiration date of 31-jul-2021.